Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the right ventricular lead exhibited high but in range impedance. The physician also experienced difficulty extending the lead's active fixation helix. The lead was removed and replaced. The replacement lead also exhibited high but in range impedance and the lead was moved to the patient's right ventricular septum. The patient was stable throughout.